Event description:
It was reported that the insulin pump buttons were unresponsive and alarmed button error. Customer's blood glucose was 125 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces however, no button error alarms noted. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker. No scrolling anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)